Manufacturer narrative:
Customer canceled the service call soon after the procedure was completed. Customer reported that an electrical circuit breaker had been tripped. The circuit breaker was reset, customer reported that system is up and running.

Event description:
Customer reports that room seemed to be functioning normally and procedure was started. When physician tried to fluoro or perform a rad shot, it failed. Customer states that physician finished procedure without use of fluoro or rad capabilities. All other room functions were normal. When customer was asked if they knew what type of procedure was being performed, they indicated no. Customer not willing to discuss procedure any further. Customer states they found a breaker tripped once the pt was out of the room.